Event description:
It was reported that patient experienced a strong feeling of burning sensation at the chest and under the armpit. It was noted that the patient went to the emergency room for evaluation. No further information was obtained despite good faith effort attempts. Additional information was received stating that the physician confirmed that the patients' symptoms was unrelated to the stimulator and was likely caused by heartburn. The patient was reprogrammed and is doing well.

Event description:
It was reported that patient experienced a strong feeling of burning sensation at the chest and under the armpit. It was noted that the patient went to the emergency room for evaluation. No further information was obtained despite good faith effort attempts.